Event description:
The pt stated she had experienced two urinary tract infections. The pt estimated the first uti occurred in (B)(6) 2010, and the second uti was estimated to have occurred in (B)(6) 2010. The pt stated in both instances, she contacted her hospital's triage nurse and received a prescription for the uti.